Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise reversions and high ventricular rates. This was due to right ventricular noise that was reproduced in clinic with isometrics. The lead was reprogrammed. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during, and after the procedure.